Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed.  The reported problem (check therapy electrode messages) has been confirmed.  Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittently open pulse wire in the cable connecting ECG "a" and ECG "b"  the root cause for the open wire was excessive force.  No adverse events occurred from the damaged electrode belt.